Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged. When the physician attempted to reposition the lead, the helix would not extend/retract. Another guidant defibrillation lead was subsequently implanted.